Event description:
Physician experienced clogging of the lens and lens did not come out properly. The lens has to be explanted.

Manufacturer narrative:
This MDR supplement is being submitted at this time as the follow-up complaint investigation was not detected in the product complaint handling system due to unexpected software issues. The purpose of this follow-up report is to provide corrected information, additional information, and device evaluation findings completed after the initial report was filed. The following information has been corrected in the report from the information in the initial MDR. Patient identifier - has been changed from "unknown" to include the manufacturer's complaint reference number. Date of report has been changed to (B)(6) 2011 (date first reported to manufacturer). Brand name has been changed to "hoya isymm fc-60ad". Model # has been changed to fc-60ad (+22.50d) . Implanted and explanted dates are unknown. Therefore, these fields have been left blank. The following additional information has been added to this follow up report: lot # has been added unique device identifier (UDI) number has been added device evaluated by manufacturer? Returned no - evaluated -yes. Although the device itself was not returned to the manufacturer, an evaluation of the manufacturing records was conducted, as noted below. The following additional information resulting from the device evaluation is being added: the product was not returned to the manufacturer. Therefore, the device evaluation consisted of a review of the production and inspection records. The device evaluation conducted by (B)(6), hoya quality assurance section, on (B)(4) 2011, found that there were no abnormalities detected in the production and inspection records. The exact root cause was not ascertained. However, based on the investigation, the malfunction is believed not to have been product related.

Event description:
Physcian experienced clogging of the lens and lens did not come out properly. The lens had to be explanted.